Event description:
Additional information received indicated that the patient started experiencing mild right lower abdomen port incision infection on (B)(6) 2013.

Event description:
The patient had an ams miniarc pro implanted on (B)(6) 2013. It was reported that starting on (B)(6) 2013, the patient experienced mild right lower abdomen port incision infection. The patient was treated with hot packs and neosporin on (B)(6) 2013. It was reported that the infection resolved on (B)(6) 2013. No additional patient complications were reported.